Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a frozen display and an unresponsive keypad. Blood glucose level at the time of the incident was 153 mg/dl. The caller stated that the device may have been dropped. The issue was not resolved through troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had a blank-flashing white lcd due to a cracked lcd controller. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to flashing white lcd. Unable to verify the button anomalies, time/clock anomalies and frozen anomalies due to a blank-flashing white lcd. The device had a scratched casing, minor scratches on lcd window, and a pillowing keypad overlay.